Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed atrial lead warning with a polarity switch as a result of elevated impedance on remote net work transmission. Unstable impedance and high and unstable thresholds were also noted. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. F information is provided in the future, a supplemental report will be issued.